Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy surgery silicone tip came dislodged while injecting indocyanine green(icg). The surgery was completed by removing tip without any patient impact. Additional information received indicated that the procedure was pars plana vitrectomy with membrane peel.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The two photos are of open blisters with the soft tip detached from the cannula, the reported product complaint is confirmed. The returned non-conforming sample was received opened. How and when the soft tip became separated from the cannula cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).